Event description:
Meter was reading inaccurately high. The patient obtained a 405 mg/dl and then a 200 mg/dl something on the reported meter. Patient did not have any symptoms of high or low blood glucose levels. No actions were taken following the use of the meter that would affect patient's blood glucose levels.they contacted patient's physician and they were advised to to the ER. Within 20 minutes of the 405 mg/dl result, the hospital meter and a calibrated lab device read 153 mg/dl. The reporter mentioned that the control solution tests had been falling above the specified range, however, the patient continued to test. The reporter was unable to verify if the control solution was within expiration date. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. The meter, test strips, and control solution were replaced.